Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt clarified the issue with the stimulator was the battery not functioning properly. The pt met with their hcp and it was determined the battery needs to be replaced. The cause was not reported. The pt reported they will replace the battery to resolve the issue. Records indicate the ins was replaced on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member on (B)(6) 2023 regarding a patient who was implanted with an implantable neurost imulator (ins) for unknown indications for use. It was reported that the pt was in the ER last night for there seemed to be an issue with the stimulator. Back by the end of december the pt would feel down several steps on their butt and was bouncing off where the ins battery was; the pt was in pain and it was getting progressively more consistent getting worse and more acute. When turning the stimulation on it made the sciatic nerve worse for the pt could not put weight on their right leg yesterday; the ins was in the right butt cheek. When they would go into an "auto mode" it would give an error message on the programmer then go to .67; then it would go into a "diagnostic mode" showing little doctor then drops to .67. In the back ground the agent heard the pt say they were at 0170 and when they put it into group a it did not go into diagnostic thing for they got nothing, if they turned it up and moved their head to the left or right it dropped down. If it goes into the mode with a doctor then the stimulation drops down to 0.67 on the programmer. Caller did not know the specific code of the doctor icon. During reason for call they noted the stimulation dropped from .60 to 1.5. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2023-06-12. The pt reported that their device was either malfunctioning or damaged.